Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple temperature alarms while pump was charging. The customers blood glucose level was not impacted. Reportedly, the pump became hot when the temperature alarms occurred. The customer was able to clear the temperature alarm.